Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: open colectomy. According to the reporter: surgeon felt like the tissue was very thick and tried to close a purple 60mm reload on the tissue. The reload wouldn't close so she asked for a black reload. As she was firing the stapler with the black reload, on the proximal resection, the handle cracked. She was able to advance the stapler to the end of the reload but was unable to retract the black knobs to open the reload. She had to cut the reload out of the tissue, which ended up as part of her specimen. She just cut the stapler out and sewed her purstring. Then put her anvil in and used the eea. No reinforcement material was used. After the stapler was removed, the scrub tech noted she may not have told the scrub student to cycle the instrument.